Event description:
It was reported that microdislodgment of the atrial lead occurred shortly after the implant procedure. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.